Event description:
It was reported, the videoscope had stuck bristles. That allegedly, fell off the end of the cleaning brush. The issue occurred, during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. In speaking with the olympus technical assistance center (tac), the customer called tac to report that it was not tracked at the time that they noticed the bw-412t brush bristles fell off and got stuck inside the scope while cleaning also customer does not have the serial number of the scope. It was not possible to identify when the foreign material has been attached to the scope. Customer was still using the scope without any issues. The device was not returned. Should additional relevant information become available, a supplemental report will be submitted. Based on the results of the investigation, the root cause was confirmed that the brush used in the previous procedure caused adherence/clogging in the scope during reprocessing. The instruction manual states the detection method associated with the event in "tjf-q190v operation manual chapter 3 preparation and inspection", and preventative measures in " tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.